Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported failure to fire was observed as a needle to cuff mis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique prior to a pulse field ablation (pfa) procedure. Reportedly, the device failed to deploy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.